Event description:
It was reported that a hospitalized user receiving both long-acting and fast-acting insulin injections experienced a discrepancy between a fingerstick blood glucose of 305 mg/dl and the ilet/cgm reading of 236 mg/dl. The user had not disconnected the ilet while external insulin was administered, representing an incorrect procedure with no relevant device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem, with a usage problem identified related to failure to follow instructions and an unintended use error that contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.